Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was implanted with this pacemaker in the stomach and was informed during latest clinic visit that the device battery was rapidly depleting. Explant surgery was scheduled. No further information was available. No adverse patient effects were reported.